Manufacturer narrative:
The tip cover accessory and monopolar curved scissors instrument were not returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. Intuitive surgical has made several attempts to contact the surgeon who performed the surgical procedure regarding the reported event. No additional information has been provided. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is being reported based on the following conclusion: arcing from the mcs instrument with the mcs tip cover installed was observed.

Event description:
It was reported that during a da vinci si hysterectomy procedure, arcing or a spark was noted coming from the monopolar curved scissors instrument with the mcs tip cover installed. The mcs instrument was removed and inspection of the tip cover found that it had a tear. The tip cover accessory was replaced and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.